Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door opens intermittently and fails to be recognized on the display. A field service engineer detached both harnesses, reconnected them and added stable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis ciisafe had a tower door was experienced intermittent failures. The customer mentioned that the malfunction occurred when tried to issue medication to patient. There were no adverse events or injuries reported based on this event.